Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The investigation was unable to determine a conclusive cause for the reported complaint; however, the reported additional treatment appears to be related to operational context. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
It was reported that sutures were placed in the right common femoral vein with a proglide device using the pre-close technique via an 8.5 fr sheath prior to a paroxysmal atrial fibrillation (paf) ablation procedure. After the ablation procedure, the railed suture was pulled with single hand technique, and the knot was advanced. Hemostasis was thought to have been achieved. The guide wire was removed and the knot and suture came out of the vein after additional tightening. Manual compression was applied to achieve hemostasis as vessel access was lost. There was no reported adverse patient sequela. There was no reported clinically significant delay in the entire procedure. No additional information was provided.